Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the channel tube being clogged with a yellow plastic foreign material. In addition, the bending cover was leaking due to a cut or scratch of the bending section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera bronchovideoscope, there was foreign material clogging the channel tube. The issue occurred during preparation for use, and the diagnostic procedure (bronchoscopy) was completed with a similar device. There was no procedural delay, no patient under anesthesia, and no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the biopsy channel was observed to be a yellow plastic-like foreign object but otherwise could not be identified. The root cause of the issue could not definitively be determined, however, the foreign material may not have been cleared during reprocessing due to a leak in the bending section cover. The event can be detected by following the instructions for use which state: ¿·reprocessing manual_ cleaning, disinfection and sterilization procedures_ performing the leakage test¿. ¿caution:if you locate a leak, remove the endoscope from the water and contact olympus¿. Olympus will continue to monitor field performance for this device.